Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion.

Event description:
It was reported that the customer changed out their supplies yesterday and it took more insulin than expected. During troubleshooting with tandem technical support (cts), cts asked if the luer lock and tubing was securely tightened during the fill tubing process, however the customer was not sure. There was no reported impact to the customer's blood glucose level.